Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an inappropriate shock due to lead noise. The noise was noted on the ventricular channel. Lead was capped and replaced.